Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
St changes were noted during a pfa case using farapulse (boston scientific) for a pvi+pw isolation procedure. Using the 13f agilis sheath with a versacross (boston scientific), transeptal access was obtained. The wire and dilator were removed at the same time and before aspiration was started, st changes were noted on the ECG. Nitro was started briefly and the st segment changes did recover back to baseline. Aspiration of the 13f agilis sheath was preformed and no bubbles were noticed right after the st segment changes which lasted <1min in duration. An advisor hd grid was introduced into the handle and 25ml aspiration was preformed, again with no bubbles in the syringe. The advisor hd grid was advanced into the la to complete mapping of the la map-model. Ice was used to try and visual air, however, none appreciated. The case was completed without any issues.